Event description:
Boston scientific received information that a patient has requested a response from the company regarding their device and/or services. Additionally, this device was apart of the shortened replacement window advisory communicated on (B) (6) 2007 as it displayed a battery voltage of 2.6 volts within 27 months of implant. Advisory recommendations were to intensify follow-ups to monthly. The local field representative was to discuss advisory with the patient's physician. New information received indicates that a representative for this patient has retained an attorney and recently submitted paperwork as part of the litigation process. Boston scientific has no specific information as to whether there were any adverse patient effects. Recently the patient has complained of feeling lightheaded and received inappropriate shocks due to atrial fibrillation.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
The device was explanted and returned for analysis. Analysis is ongoing.